Event description:
Boston scientific received information that this patient developed sepsis after the initial implant procedure and a revision procedure took place to remove this implantable cardioverter defibrillator (ICD) and the right ventricular (rv). During the revision, the distal portion of this rv lead had dislodged into the right atrium and remains in the patient. An attempt to remove the distal portion of this rv lead will be performed.

Manufacturer narrative:
Should additional information become available, this event will be updated.